Event description:
"Increased bleeding in the babies and made it difficult to complete the procedure".

Manufacturer narrative:
It was reported by the customer contact that on 10/16/23, during a circumcision procedure, it was "reported it causing increased bleeding in the babies and made it difficult to complete the procedure". No additional information was provided. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.